Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 10-nov-2022 via email and attached to the complaint object. This did not involve a patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a missing battery, chipped top case corners and cracked right plunger case. There was evidence of the error recorded in the event history log. The reported problem was duplicated at power up. 1- found syringe plunger not in place halfway through occlusion test. 2.- found motor not running immediately at occlusion test. 1- the plunger board no longer operates properly causing intermittent syringe plunger not in place errors. Unable to determine why, found no visible damage. 2 -impact knocked the main board out of alignment of the extrusion slot, causing the u29 sensor to not line up with the worm coupling facets. For corrective action: 1- replaced plunger board. 2- repositioned main board into extrusion slot. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a syringe plunger sensor error and a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.